Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. The aneurysm now measures 9 cm in diameter. It was reported that the patient has been lost to follow up. It was reported that the patient had a type I endoleak. The physician referred to the patient to another hospital where the patient was treated. The left renal was treated with a stent to maintain perfusion and a chimney was done. The patient was successfully treated with an endurant aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (patient did not return for follow up) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (patient did not return for follow up).